Event description:
Unomedical reference number (B)(4). Event occurred in colombia. On 09-apr-2024, it was reported by the patient's mother that her child faced an issue with infusion set as the product was not adhering. No further information was available.